Event description:
During patient treatment with the 3100a, operators reported hearing a "loud clunking noise" coming from the driver. There was also a small amount of fluctuation in the displayed mean airway pressure, but all other parameter displays were steady. The patient was placed on another 3100a without compromise.